Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical trial. It was reported that 636 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a target vessel reintervention. The index procedure identified and treated one de novo, 95% stenosed, 3x12mm lesion of the svg (saphenous vein graft) to 1st diagonal. The lesion was treated with predilation, placement of a 3.0x12mm taxus express2 drug eluting stent, and post dilation of stent. The patient was discharged the following day on asa and plavix. The patient experienced a target vessel reintervention (tvr) of the svg to 1st diagonal 636 days following the index procedure. The tvr was noted to be not due to in-stent restenosis. Another manfacturer's drug eluting stent was implanted at the time of the tvr.